Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the air bubble detector alarm went off. The biomed technician contacted terumo technical support personnel. The technical support rep advised the biomed technician to turn the door on the air sensor to the upright position, as the door on the sensor had been facing the floor. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.